Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 069 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2018 with the following findings: a review of the black box showed multiple call service 087 language file corruption alarms. The battery compartment and cap were undamaged and able to fit. The pump powered up with auditory and vibratory alarms to a blank display. The reported call service 069 alarm was unable to be adequately investigated due to the blank display. The pump cover was removed to find moisture corrosion on the display screen flex, the keypad flex, and on the flash chip u39.